Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed a rash at the insertion site. On (B)(6) 2024, the patient called back and mentioned she might be allergic to the g6 and g7 sensor wire since it's not the adhesive. She had difficulty breathing and congestion. At the time of report the patient confirmed the symptoms subsided after she removed the sensor. No additional patient or event information is available.